Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 339 mg/dl and 152 mg/dl.

Manufacturer narrative:
Section h6: the customer returned two strip vials for lot 103529. The investigation determined that one vial had been exposed to humidity, heat or moisture. The other vial produced acceptable results and met specifications.